Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure on (B)(6) 2022. During the procedure, the balloon was attempted to be inflated; however, it could not be inflated. The device was removed from the patient and it was noticed that the balloon has a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.